Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarm. There was no frozen screen. The device was received with minor scratched display window. The device was received with cracked case at the display window corner. The device was also received with cracked reservoir tube lip, and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they were out playing with friends, when they received the alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.